Event description:
The physician reports performing cataract surgery with attempted implantation of the li61aor intraocular lens using the ez-28 inserter. During insertion, the surgeon observed that the haptic was twisted preventing it from being delivered into the capsular bag. Intervention was performed in order to enlarge the incision, remove and replace the lens, and suture the wound. Additional info has been requested. Reference MDR 119279-2010-00098.

Manufacturer narrative:
The device has been returned to b+l and is currently undergoing eval.